Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, time on pyxis was off by 8 minutes caused it to be on critical override. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that time on pyxis was off by 8 minutes causing it to be on critical override. A technical support specialist stated that the time was already corrected by the field service engineer, and the critical override error disappeared. The system functioned as intended after the field service engineer troubleshot the device.